Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they are having a hard time peeing and they've been experiencing a burning feeling in their groin area. Patient stated that they don't know if the burning feeling is caused by their ins or something else. Patient stated they called their medtronic representative, nathan, about 4-5 days ago and the patient was assisted in changing their program and increasing their stimulation. Patient confirmed that they have not had any recent falls or trauma. Agent walked patient through turning their therapy off and patient confirmed they did not feel the burning sensation when therapy was turned off, but there wasn't much difference in comparison to when their therapy was turned on. Patient increased their stimulation to a comfortable level. Patient stated that they will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient on 2025-jun-13. The patient called back and said the therapy still wasn't working like they needed it to for their symptoms. Patient stated they were getting up 10 times at night to pee and that shouldn't be happening. Patient wanted to try increasing the stimulation. Patient services walked the patient through connecting to their settings. The therapy was on. Patient increased the stimulation up to a level where they felt the stimulation comfortably. Patient stated it was the most stimulation they'd felt yet with this program. Patient stated their previous program "lit" them "up." Patient further clarified they could really feel the stimulation on the previous program and with this program so far up until increasing now, they hadn't really felt the stimulation as much. Patient confirmed stimulation was comfortable and in the bike seat. Patient also mentioned that the site of the implant seemed to be hurting them a little bit lately. Patient stated it felt like it was "sticking" them, like they were feeling a 120 v surge of electricity but that it would be momentary and had only "popped up" a couple times. Patient services redirected the patient to follow up with their hcp to discuss their concerns and to check the implanted system. Patient stated their hcp always told them to call rep but noted they had a call in to the hcp and they were currently waiting for a call back. Patient to monitor their symptoms now that a change had been made and will follow up with their hcp and maybe call back for further assistance in making a change to a different program if they were still not seeing relief. Additional information was received from the patient on 2025-jun-23. They reported that they got up seven times last night. Patient would like to make an adjustment. Patient said that the last adjustment was two weeks ago and switched programs. During the call, patient connected to implant and made a slight increase to the setting. Patient to monitor symptoms. Patient said that has an appointment to see regular urologist tomorrow for a testosterone treatment. Patient said will check on the urine results. Patient said that managing physician's office is nearby and will stop by to provide update and schedule an appointment. Additional information was received from the patient on 2025-jun-26. They reported that they continue to have frequent urination at night. Patient asked for assistance increasing amplitude. Ps reviewed how to do so and patient increased until they felt comfortable stimulation sensation. Patient will monitor and also has an upcoming appointment with managing hcp. Additional information was received from the patient on 2025-jul-10. The patient called back as they had recharged the external devices and would like some instruction to connect to implant and make an adjustment. Patient repeated information regarding constant stimulation in groin during the day, and leg cramps in both legs at night, and still gets up 5-6 times at night. The agent reviewed therapy information and general programming guidance. During the call, patient decreased setting slightly and said that the stimulation sensation in the groin has lessened. Patient to monitor symptoms that called about and also to consider consulting with their pcp regarding leg cramps, to explore all possible options.

Event description:
Additional information was received from the patient. The patient called back as they had recharged the external devices and would like some instruction to connect to implant and make an adjustment. Patient repeated information regarding constant stimulation in groin during the day, and leg cramps in both legs at night, and still gets up 5-6 times at night. The agent reviewed therapy information and general programming guidance. During the call, patient decreased setting slightly and said that the stimulation sensation in the groin has lessened. Patient to monitor symptoms that called about and also to consider consulting with their pcp regarding leg cramps, to explore all possible options. 2025-aug-11 (B)(6) (con): patient called back in regards to ongoing therapy concerns . Patient stated that they need some assistance with increasing their stimulation. Agent assisted patient. Stimulation confirmed and comfortable. Patient will continue to monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.